Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised that they could continue to use the pump and to call back if the malfunction code appeared again.